Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migrating out of epidural space confirmed via x-ray. Despite a successful reprogramming session, the patient was advised to undergo revision. Prior to procedure, x-ray was taken and results showed that lead in battery site was twisted. The physician suspected that the patient flipped the battery in the pocket. The physician opted to explant the lead due to scar tissues causing difficulty repositioning the lead. The cause of twisted wires could not be determined. The patient was doing well postoperatively. Explanted lead will be returned.

Manufacturer narrative:
The returned lead (sc-8336-50 sn (B)(4)) was analyzed and revealed that there was no identified potential process or design-related issue for the reported device. With all the available information, boston scientific concludes that when the paddle lead was cut and pulled during the explant procedure, eight contacts were missing from the paddle, which is a result of a typical explant procedure and is not considered a failure. The lead body was coiled as if the ipg had been rotated in the patients body. Therefore, the probable cause selected is known inherent risk of device.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migrating out of epidural space confirmed via x-ray. Despite a successful reprogramming session, the patient was advised to undergo revision. Prior to procedure, x-ray was taken and results showed that lead in battery site was twisted. The physician suspected that the patient flipped the battery in the pocket. The physician opted to explant the lead due to scar tissues causing difficulty repositioning the lead. The cause of twisted wires could not be determined. The patient was doing well postoperatively. Explanted lead will be returned. Additional information was received that all contacts were removed from the patient's body.